Manufacturer narrative:
The monitor was evaluated, and it was determined that the module battery that powers the devices internal memory chip was not charged, causing the settings to be lost when the monitor is powered down.

Event description:
It was reported that on (B)(6) 2021 a patient was being monitored on a passport 2 monitor, and the monitor failed to produce an audible alarm for low spo2. The patient expired.